Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post-implant, the electrocardiogram revealed ventricular oversensing and non-capture. It was determined that the ventricular lead warning was triggered, along with high ventricular threshold, bipolar lead impedance of less than 100 ohms and unipolar impedance of 1323 ohms. Fluoroscopy revealed that the ventricular lead had dislodged. During reoperation, the helix of the lead would not retract inside the body of the patient. The ventricular lead was removed outside of the body and the physician noted that the helix head was deformed. The ventricular lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix stretched.